Event description:
One pt developed sudden paraplegia while receiving an intrathecal infusion of morphine and spinal cord stimulation. The 73-yr-old pt described an acute onset of motor and sensory loss nearly 3 yrs before, but still suffered from thoracic back pain, depression and severe headaches. The pt had a 15 yr history of thoracic radicular pain with failed therapeutic response to different treatments including tens, oral and intramuscular opioids, and physical therapy. In 1987, he had multiple level thoracic posterior rhizotomies (d8-d9-d10-d11-d12 on the right and d10-d11 on the left). In 7/10/90, he underwent implantation of a spinal cord stimulator with the electrode inserted at d7 level in the epidural space. Neither the radicular distribution nor the pain level were relieved. Subsequently, on 10/17/90, pump was implanted into the subarachnoid space through the l2-l3 interspace, following the MFR's protocol, under general anesthesia. The tip of the catheter was localized approx at d9. He was able to obtain partial relief of his pain from the infusion of preservative free morphine 11 mg/day, supplemented with oral analgesics. On 1/11/91, he felt sudden severe pain on the thoracic spine. He returned to the neurosurgery clinic for an increase in the flow rate of the pump (no documentation is available as of the increased dosage). Later that night he obtained partial relief. Three days later the plantar aspect of his right foot became numb. The next morning he awakened with paraplegia below d7 level and complete sensory loss below d6. A spinal tap did not reveal abnormal findings but a myelogram showed "some feature at d9-d10 to the cord lying in the canal creating a void in contrast filling." With the operative diagnosis of "transverse myelopathy with acute paraplegia" a bilateral laminectomy from d7 through d11 was performed on 1/18/91. Spinal cord stimulator was removed. There was a segment of adhesive arachnoiditis. The catheter of the pump was also removed. Reports showed arachnoidal fibrosis and variable meningothelial hyperplasia. MRI, which was obtained in 12/93, showed marked atrophy of the thoracic spinal cord at d6 extending caudally to the d10 level with evidence of syrinx formation. The thoracic cord from d10 through the conus was noted to be slightly smaller than normal. Severe degenerative disc changes were seen at l1-l3, l3-l4, l4-l5. No significant areas of spinal canal stenosis were identified. There was a cyst in the filum terminale. (*)